Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the ICD device was extracted because it has not been possible to connect the atrial lead into the is-1 port of the defibrillator. The set screw moved and was not in the axis of the bloc connector. The patient was in atrio-ventricular block after the implant (the patient had a lbbb before implant). The device was not implanted. No patient complications have been reported as a result of this event.